Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No suspending or pump errors noted. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Unit successfully downloaded to thump. No pump errors listed in the pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing or listed in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube), and faded serial number label. All buttons functioned properly during analysis. Pump passed functional testing. No failed battery test, suspending or pump errors noted during analysis. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported rejecting new batteries in past, sticky/ non-responsive buttons - multiple presses, and the delivery suspend messages. The customer had transmitter malfunctions problems connecting or staying connected. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l. The customer reported receiving a battery failed alarm. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. No product return was required for mmt-7841zn. No product return was required for mmt-1884l.